Event description:
Defective tubing used to administer IV medication. The luer lock that is normally attached to the tubing (normally looks like one complete piece) pulls out. This is not normal. FDA safety report ID# (B)(4).